Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. On the same day as the event onset, the patient was hospitalized due to the event. At the time of this report, the patient was discharged and has recovered from the event five days after the event onset. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.